Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose levels ranged form 120 (mg/dl) to 275 (mg/dl). Reportedly, customer had manual injections available as alternate insulin therapy.